Event description:
I have had gentamicin-induced vestibulopathy - bilateral vestibular hypofunction - moderate to severe since 1991 documented in my 1993 us (B)(6)medical board. This allergy/sensitivity/toxicity was known by dr. (B)(6), (B)(4) med ctr, (B)(6), as part of the (B)(6) program. Some 1000mg of gentamycin was put in the bone cement implant of a r total knee arthroplasty plus 2000mg IV of vancomycin. Both ototoxic. I was told by dr. (B)(6) that he would "substitute keflex" which he did not do. I have become increasingly symptomatic since and now have "severe bilateral vestibular hypofunction" and a high frequency hearing loss. At present, the (B)(6) is trying to determine whether or not the implants should be removed and revised. Would there be less damage with a one-time bolus of gentamicin when the implants are removed vs. Slow elution of tiny amounts of gentamycin released on a daily basis. What studies do the FDA have to answer this question? Please advise. Dr. (B)(6), (B)(6) med ctr performed a tka (replacement) of r knee ignoring my history of gentamicin toxicity which was told to him prior to surgery. Told he would "substitute keflex" in the bone cement mix. Did not do so. Implants continue to elute (leach) small amounts of gentamycin for up to 25 years. Staff failed to adhere to contraindications of use of gentamycin given previous history of known allergy/sensitivity/toxicity.